Event description:
On (B)(6) 2013, the pt was implanted with a gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm and a right common iliac aneurysm. A trunk-ipsilateral leg component was inserted from left side and deployed with no issue. As a contralateral leg component was advanced through a 18fr gore dryseal sheath. The physician felt resistance, as if the distal end of the component was stuck. The physician thought that this was due to the sheath not having being advanced far enough, and therefore elected to retract the component and insert the dilator in order to advance the sheath up further. The physician felt another resistance as the sheath was advanced through the contralateral gate, however he continued the advancement. After this it was found that the trunk-ipsilateral leg component had moved up about 1cm proximally and unintentionally covered the right renal artery. It was reported that the physician suspects that the dilator may have not been fully inserted into the sheath, and that this might have resulted in the distal end of the sheath getting stuck at the contralateral gate while it was advanced, and eventually moving up the trunk-ipsilateral leg component. The physician utilized an occlusion balloon to move down the trunk-ipsilateral leg component and confirmed with an angiography a slight perfusion of the right renal artery. A metal stent was additionally implanted in the right renal artery to secure the blood perfusion. The contralateral leg component was deployed with no issue. The final angiogram confirmed blood flow to the renal artery and identified type ii endoleak, and the physician completed the procedure. The pt tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The distal end of the sheath got stuck at the contralateral gate while it was advanced, and eventually pushed the trunk-ipsilateral leg component proximally, covering the right renal artery.